Event description:
Months later in (B)(6) 2025 the long-term outcome and quality indicator (loqi) impella registry further reported upon the bleed and pseudoaneurysm and the blood products that were delivered to treat the patient. The patient was medically managed and imaging performed.

Manufacturer narrative:
B.5 additional information was received from the clinical site and was added. H.6 added codes due to new information received from the clinical site. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.3 revised date of event as it was previously entered incorrectly on initial manufacturer device report number 1220648-2025-26904. E.1 revised facility name and phone number as they were previously entered incorrectly on initial manufacturer device report number 1220648-2025-26904. An incorrect email address was reported on initial manufacturer device report number 1220648-2025-26904. Fax number was added as it was inadvertenly omitted from the initial manufacturer device report number 1220648-2025-26904. G.1 reporting contact facility name was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26904. G.2 report source; study was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26904. H.10 updated additional manufactrurer narrative and instructions for use since the initial manufacturer device report number 1220648-2025-26904.

Event description:
The user facility reported a 52-year-old female patient on a cp pump support going for 21 days for cardiogenic shock/cardiomyopathy. The pump was supporting when the pump stopped. The effect to the patient was not known. After the explant the loqi database reported upon various adverse events with "possible" relation to the use of the impella. The allegation was of rising purge pressure (pp), worsening cardiogenic shock which lead to pump explant and medical management, the team also alleged thrombocytopenia which may have been due to blood loss from a hematoma and pseudoanerysm. This was treated by blood products being infused. The patient bridged to left ventricle assist device (lvad).

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿